Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the phenomenon (no image) was not duplicated / confirmed, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. However, the filed service engineer went to the customer to diagnose the problem. After connecting the camera, he found that the image was correct. He stated that the reason for the no image failure reported by the customer could be a fault in another device of the video set ¿ in the processor or in the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
During a laparoscopy procedure, the customer reported interference with the camera image, resulting in "no signal" on the 4k camera head and no image on the monitor. There were no reports of patient harm associated with this event.